Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 196077 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 196077 and device part number 195-430h/ lot 191574. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 196077 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 196077 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to the specific patient sample. Single use; device discarded.

Event description:
The consumer reported two (2) conflicting results with the binaxnow covid-19 antigen self-test for multiple tests performed on (B)(6) 2023 on a nasal sample. This MFR. Report addresses test one (1) of two (2). The consumer reported that the test generated a positive result when read at the fifteen (15) minute mark, but that the sample line disappeared before the thirty (30) minute mark. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.